Event description:
It was reported that this right ventricular (rv) lead oversensed non-physiologic noise resulting in approximately 2.5 seconds of pacing inhibition. Technical services (ts) reviewed device data and noted no changes in impedances or thresholds and recommended lead testing and isometrics. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead oversensed non-physiologic noise resulting in approximately 2.5 seconds of pacing inhibition. Technical services (ts) reviewed device data and noted no changes in impedances or thresholds and recommended lead testing and isometrics. This lead remains in service. No additional adverse patient effects were reported. Additional information was received that the patient underwent a procedure involving cautery that correlated with this event. The health care professional (hcp) recommended the patient follow-up prior to any future procedures. The patient will continue to be routinely monitored. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.